Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 screen displayed a frozen waveform. It was indicated that when the cursor was placed on the waveform window, the cursor was shaking and the measured value was fluctuating. There was no patient involvement.

Manufacturer narrative:
(B)(4): the service technician at the international service center inspected the ventilator, but the reported issue was not duplicated and no abnormality was confirmed in the unit. Unit was functionally tested and passed all performance verification testing successfully. The unit was ready to be returned for patient use.